Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a cage implantation at l5 intervertebral space in a patient diagnosed with spinal canal stenosis. It was reported that after intervertebral curettage, approximately 8-10 cc of local bone processed into chip bone was transplanted between the vertebral bodies. Using a 9 mm rotate distractor, the bone was moved to the opposite side to secure the cage insertion path. After cage insertion, an inserter driver was inserted, but an event occurred. After the event, the cage was removed using a slap hammer. Upon disconnecting from the inserter, bone was found to be lodged in the torx part of the cage, which was removed using an 18g needle. The inserter was reattached, and it was confirmed outside the surgical field that the inserter driver fit over the inserter before reinserting between the vertebral bodies. The event of the driver not fitting occurred again. Similarly, the cage was removed, and the bone was removed. During the third insertion, the cage was driven in with the inserter driver attached and inserted between the vertebral bodies. The driver was then turned to expand the cage. It is possible that the chip bone pre-inserted between the vertebral bodies entered through the side hole of the cage during cage insertion, covering the torx part and preventing the inserter driver from fitting. After filling the intervertebral disc cavity with grafted bone using the bone funnel according to the procedure, inserted a cage (pl40 29.6×7 mm) grasped with a inserter. After insertion, the inserter driver was inserted into the inserter assembly, but the driver did not fit into the torx inside the cage. The opening operation could not be performed. Once the cage was removed and the torx part was checked, the torx part was covered with graft bone, and it is possible that the pre-filled graft bone entered through the side hole on the side of the cage when inserting the cage and covered the torx part. This can be both a user problem and a cage design. No malfunction reported for the cage. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.